Event description:
It was reported that the ilet displayed an occlusion alarm and delivery had been paused for about an hour, after which the user resumed delivery; the user was using a contact detach infusion set with 23-inch tubing and no kinks or bubbles were noted during troubleshooting. Symptoms included slightly elevated blood glucose without associated health effects. Outcomes included resumption of insulin delivery with user education to change the infusion set if glucose did not decline or if the occlusion recurred. Investigation included guided troubleshooting and user education. Investigation of this case revealed an occlusion condition consistent with an infusion set or flow obstruction that resolved after resuming delivery, with instructions provided to replace the set if needed. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent flow obstruction at the infusion set level.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.